Manufacturer narrative:
Date of event: (B)(6) 2022. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The air/water nozzles were clogged with a foreign object. The device evaluation found the bending angle was insufficient, the curved rubber is cracked, and the angle knob had play. There were scratches on the insertion tube, the operation part, the tip cover, the hardness adjustment ring, the glued part of the lighting lens, the switch box, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector, the scope connector cover, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an angulation issue where it was angled down. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.